Manufacturer narrative:
The biomedical engineer reports that the lcd screen has no backlight on the bsm (bedside monitor). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the lcd screen has no backlight on the bsm (bedside monitor).

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the lcd screen has no backlight on the bsm (bedside monitor). The unit was evaluated and the customer's reported issue was confirmed. The inverter pcb was replaced to resolve the issue. The device was tested and completed all steps in the maintenance check sheet per service manual. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.